Event description:
It was reported that during a gastric bypass, both devices delivered malformed staples. Another device was used to complete the procedure. Operating time was extended by one hour. There was no patient consequence.